Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was unable to charger a battery.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to a thermally damaged q1 current- controlling transistor on the charger bedside pca. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.